Event description:
During the anms reception at the ddw meeting (digestive disease week), dr. (B)(6) mentioned that he had seen "a few" patients recently that felt shocking sensations near or in the pocket of their device implant. He reported that one of those patients at least had undergone a revision to resolve the issue. He further reported that one of those patients he had visually observed a rhythmic spasm on the same frequency as the stimulation the device was set to. He asked if there was anything in the device or the header that could create a current leakage or create a short circuit where the energy manifests in the pocket vs. Moves down the leads to the stomach.

Manufacturer narrative:
Contacting provider to get specific information.